Event description:
It was reported that this patient experienced withdrawal and was to have a revision. A health care provider suspected the pump had flipped from the patient "fiddling" with it. This device was thought to have delivered baclofen and likely lioresal. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was later reported that the patient had been itchy and irritable. The pump was not flipped. When the surgeon tried to aspirate from the catheter access port he was unable to get any flow. The catheter was coiled "about six times". When the catheter was detangled, it flowed fine. The surgeon shortened the catheter at the pump segment by cutting catheter and adding a new pump segment. No telemetry strips were available. The patient was thought to be "doing well".

Manufacturer narrative:
Product ID 8780, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Manufacturer narrative:
(B)(4).